Event description:
It was reported that the patient suffered pain during pacing as well as phrenic nerve and diaphragmatic muscle stimulation. The patient¿s right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received without the return of the product, it could not determine this device performed as described in the field action. (B)(4).